Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter had developed a power issue ¿ battery issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on (B)(6) 2017 and has been ongoing. She reported that she could not turn her meter on. The patient denied taking any medications to manage her diabetes. She stated on an unknown time after the alleged product issue began she developed the symptoms of ¿shaky, blurry vision, headaches and nausea¿ and reported that she self-treated with food and/or drink. The patient denied that she obtained a blood glucose reading on another device. At the time of trouble shooting, the cca confirmed that this was the first time the meter was being used. Based on the information provided, there was no misuse of the product, the correct test strips were being used. After walking the patient through inserting a new tests strip the meter did not turn on. The cca noted that and the meter battery did need replaced, however the patient did not have a replacement battery. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.